Event description:
Three occurrences of the vent closure falling off the tubing of a secondary IV administration set. This caused leakage of the drug from the bag. No pts have been harmed as a result.

Manufacturer narrative:
The used devices were not returned to vygon. An investigation of lot history files is pending. In addition, the supplier of the named components was contacted and a supplier corrective action request was submitted. The supplier investigation is also pending. A f/u MDR will be submitted once the results of the investigation is complete.